Event description:
It was reported that a high priority alarm 20198 (unknown if the door is open) occurred on a home pd system kaguya. This occurred during filling of peritoneal dialysis therapy. Therapy was ended on the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated treatment was performed and no issues were observed. The event history log was checked and it was confirmed that e20198 occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to meet specifications related to the reported high priority 20198 alarm, and no assignable cause was identified. Should additional relevant information become available, a supplemental report will be submitted.